Event description:
It was reported that the system had an intermittent "overload fault". This error causes the system to shut down, resulting in a temporary loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.